Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on april 16, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 25). Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 3259 - improper physical structure. Conclusions code: 25 - cause traced to manufacturing. The returned sampling line was set into a water circuit and pressurized, the bonded connection of the connector showed a slow leak. It was reviewed and found that it appears that an improper tubing bond was made during the production process. A sampling line from a representative retention sample of the same lot was tested. The retention sample was set into a water circuit and pressurized to 1000mmhg for ten minutes. The retention remained intact for the duration of the test. Review of the affected sample shows that there was an improper bond between the tube and the connector. The most likely root cause is improper application of the bonding agent that lead to this issue. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, it was noticed that the manifold was leaking prior to the one way valve on the manifold closest to the oxygenator. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.